Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had to reset itself and all the settings were cleared. The customer's blood glucose level increased. They tried to restart it but it did not work. The insulin pump was out of usage. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No active insulin cleared alarms were noted.